Event description:
The customer reported that his blood glucose result was "high" (>500 mg/dl) after wearing the device for about 14 hours. He observed some blood in the cannula.

Manufacturer narrative:
The returned device was evaluated and no malfunction of mfg defect that would have contributed to reported hyperglycemia was found. An air bubble, equal in size to 10 or more insulin units, was observed in the insulin reservoir with only one insertion mark in the fill septum, indicating that the customer did not remove residual insulin after the device was deactivated and that the air was most likely introduced being the fill process, a user error. The omnipod user's guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," 'failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones"' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It cautions "avoid using insulin from more than one vial, which may introduce air into the syringe," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." Qualification records were reviewed and the product lot met all acceptance criteria.